Manufacturer narrative:
A review of the image files showed that several serum color check well images for batch 12422 crrid contained a large amount of bubbles indicating that the unexpected negative result was due to the absence of plasma in the test well. The customer was referred to quality directive (B)(4) which addresses air aspiration resulting from sample containing bubbles or foam. The customer stated the echo is working as expected and the probe is not leaking. The customer was able to repeat the crrid assay using a new pouch of lot 150. The expected results were obtained. The instrument is operating as expected.

Event description:
A customer reported unexpected negative reactions with the antibody screening identification assay on the galileo echo instrument ((B)(4)).